Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter phone: (B)(6), reported here as the physician phone number exceeded character limit for the designated field. Block h6: imdrf device code a0501 captures the reportable event of rx tunnel detachment. :the returned cre rx dilatation balloon was analyzed, and a visual inspection found that only the rx tunnel was returned. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of rx tunnel detachment was not confirmed. It was noted that only the rx tunnel was returned consequently, further in-depth evaluation was not possible, to determine whether the device was difficult to advance, and the rx tunnel was detached and if it was attributable to physician manipulation or procedural technique, or to a device-related problem. Therefore, the most probable root cause could not be established.

Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was used in the esophagus during a gastroscopy with dilatation procedure to treat stricture performed on (B)(6) 2025. During the procedure, advancing the catheter was initially difficult, but the process eventually went well. Dilatation was performed, and when switching to a larger dilation balloon, the physician noticed that a component (the black cover) was missing from the balloon. The scope was changed, and the procedure was completed using another gastroscope and a larger dilation balloon. Later, the missing black cover was found inside the first gastroscope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter phone: (B)(6). Reported here as the physician phone number exceeded character limit for the designated field. Block h6: imdrf device code a0501 captures the reportable event of rx tunnel detachment.

Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was used in the esophagus during a gastroscopy with dilatation procedure to treat stricture performed on (B)(6) 2025. During the procedure, advancing the catheter was initially difficult, but the process eventually went well. Dilatation was performed, and when switching to a larger dilation balloon, the physician noticed that a component (the black cover) was missing from the balloon. The scope was changed, and the procedure was completed using another gastroscope and a larger dilation balloon. Later, the missing black cover was found inside the first gastroscope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.